Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. The database showed no quality notifications were opened for the device. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 error code unknown error. 8100 sn: (B)(4) the customer was wondering why was he getting an error call unknown error. I explain to the customer that he needed to re start the asm software and also disconnect the 8100 from the 8015. And when you start up the software connect the 8100 back up to the 8015 and this should clear that error. The customer asked what will cause this kind of error. I explain to the customer that it comes from hooking up a unit and before the unit program itself buttons were press. This is why the error happened. The customer said ok. And ended the call.